Event description:
The patient presented to the clinic after experiencing several therapies. Review of the egms revealed noise on the lead. The physician suspected an issue with the lead. The sense/pace portion of the lead was capped.